Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer (fse) found that the auxiliary full-height drawer 6 was not in failure. The inseparable latch was intact, and the spring and cabling were also intact. The drawer spring was intact as well. The fse made an adjustment to the left bracket, and the drawer became responsive. A final test was performed, and the customer was able to recover an inventory on auxiliary full-height drawer 6. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 and 7 failed even after recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.